Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a previous order for low flow software. The patient was given a new backup system controller and the software was adjusted to 2.0 with low flow alarm threshold (lfat).

Manufacturer narrative:
Section d7 correction. Manufacturer's investigation conclusion: the reported event of a system controller exchange was confirmed via the low flow 2.0 request form; however, the reason for the exchange was not provided. Provided information mentioned that the patient was requesting low flow (2.0) software on a new controller following an undisclosed exchange. Multiple good faith effort (gfe) attempts were sent to acquire the exchanged system controller¿s serial number, the rationale for the controller exchange, and if any products would be returned; however, no response was received. The root cause of the system controller exchange could not be conclusively determined. The device history records for the heartmate 3 system controller were unable to be reviewed as no product identifier was provided. The heartmate 3 lvas instructions for use and the heartmate 3 patient handbook are currently available. The heartmate 3 lvas instructions for use section 2 entitled ¿system operations¿ and the heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ detail the two appropriate methods in which the system controller can be exchanged. Within this section, it emphasizes the user to not attempt to change their system controller without having a trained, competent caregiver at their side to assist. It further instructs the user to follow all alarm instructions, including calling the hospital. Failure to do so may result in injury or death. The heartmate 3 lvas instructions for use section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook section 10 and the heartmate 3 lvas instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.